Event description:
It was reported when the catheter was originally placed, that the insertion was easy and that the nurse got a good blood return. No problems were reported for several weeks and then the pt began experiencing leakage from the exit site between infusions. The catheter was removed and replaced over the guidewire.